Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken knob. It was also indicated that a display wire was pinched and the insulation was compromised. It was also indicated that the case was broken and contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) had a lower screen control knob broken off and a damaged rotary switch. The epg was returned for service. There was no patient involvement.